Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued charging the ipg due to ineffective stimulation (reference MFR. Report: 1627487-2016-05251). The patient last felt stimulation approximately two months ago. The ipg was confirmed to be inoperable. Surgical intervention is planned to address the issue.